Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Four (4) representative unopened samples were received for analysis. Product code 8556h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it was captured on file that the quantity of product involved is 7. Please confirm, how many devices demonstrated the alleged deficiency? 7,the returned devices is maybe 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6). H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revelated that three unopened samples were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand with no anomalies observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The device performed without any defect noted. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that a patient underwent an aortic valve replacement (avr) procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during open aortic value replacement, the two sutures were detached during use. After the surgery, the doctor opened the package and tied one suture, the same phenomenon of detaching suture occurred. The doctor obviously has doubts that the defect occurred to the product. The doctor replaced them with another product which has a different lot number and completed the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.